Event description:
It was reported that the rear enclosure on the external pulse generator had some damage. The generator was returned for service. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the rear enclosure was damaged, its lower case was both broken and contaminated. Analysis also found that the upper case and one side bail cover were broken, that the battery release, battery drawer and battery flex were contaminated, that one side bail cover, side bail, ring cover, ring bail and one case screw were missing, that the lead flex cover was corroded, the board connector cables were damaged (cosmetic), the battery contacts were compressed and contaminated, the keyboard was damaged (cosmetic) and that the generator needed a battery drawer o-ring. All defective parts were replaced. (B)(4).